Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical devices (unk_saline implants, date of implant (B)(6) 2004) experienced bilateral breast implants deflation and migration of both implants. Patient reported unexplained systemic symptoms, which included but not limited to hair loss, fatigue, pain, memory loss, fogginess, itching, dry mouth, eyes are yellow and blurred vision, irritability, bumps all over her body, joint pain, muscle aches. Patient also reported thoughts of suicide. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for one of the two effected sides.